Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that every day or two days, she had to change the battery. The customer stated that there is a crack in the pump. The customer stated that the damage is from the edge of the screen. The customer stated that the pump alarmed while she was sleeping. The customer stated that the pump is out of battery and off when she wakes up. The customer stated that the replacement battery cap did not resolve the issue. The customer stated that the battery did not last more than one week. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored for 24hrs and no low battery alarm noted. All operating currents ware within specs. Unit passed self-test and displacement test. Unit had cracked case at display window corners, cracked reservoir tube lip and cracked display window.